Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and catheter is kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare was detached which does not allow the device to be actuated. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two rotatable medium oval snare used in the same procedure. Manufacturer report # 3005099803-2014-02683 addresses the first device, while manufacturer report # 3005099803-2014-02684 references the second device. It was reported to boston scientific corporation that a rotatable medium oval snare was opened and used during a colon polypectomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the device was tested and the proximal part of the catheter detached. The snare failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: catheter detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two rotatable medium oval snare used in the same procedure. Manufacturer report # 3005099803-2014-02683 addresses the first device, while manufacturer report # 3005099803-2014-02684 references the second device. It was reported to boston scientific corporation that a rotatable medium oval snare was opened and used during a colon polypectomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the device was tested and the proximal part of the catheter detached. The snare failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.